Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was not included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this cardiac re-synchronization therapy defibrillator (crt-d) oversensed the respiratory rate trend signal on the right atrial (ra) lead, which resulted in inappropriate mode switching. This crt-d remains in service. No adverse patient effects were reported.